Event description:
The physician attempted arteriotomy closure with the closer s 6 fr. Device after a diagnostic procedure. It was reported that the first device failed to achieve adequate mark and therefore it was removed and exchanged for a second closer s 6 fr. Device. It was noted at that time, a small hematoma started to develop. The second device that was used also failed to achieve adequate mark. It was reported the physician decided to deploy the needles and no suture capture occurred. The device was removed and a 7fr. Sheath was inserted. It was reported that bleeding was noted around the sheath. A third closer s 6 fr. Device was then used and also failed to achieve adequate mark. The device was removed and manual compression was used until the pt was transferred off the table. It was reported that a femstop device was applied and the rn noted the hematoma to be "approx 6 cm in size". The femstop and bedrest were maintained for "several hours". It was reported no further intervention was needed. The pt was discharged without any complications noted. There are no reports of further adverse pt sequelae.